Event description:
A pt underwent a cesarean section and the insorb skin stapler was used to close the skin incision. The pt experience a wound infection at an unk time post operation. The pt was readmitted for debridement, and had an uneventful recovery post debridement operation.

Manufacturer narrative:
Device not returned to MFR.